Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the image distortion or three lines on the screen and noisy image are due to damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had "image distortion / three lines on the screen during inspection for use. There were no reports of patient involvement.